Manufacturer narrative:
The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. The data logs revealed multiple instances of an invalid placement signal. This is a known pattern failure in which the majority of signals received from optical bench (placement, contrast, lamp, gain) are interpreted as -1638.4 values and the calculated placement signal is maxed out (railed at 3000 mm hg). This lasts between 2 to 10 minutes, after which all signals go back to normal. Unrelated to the reported placement signal issues, there were was an interruption in data streaming functionality, but it was recovered via the device handshake. The returned device was tested with no optical signal failure reproduction. The complaint cause is a known pattern failure characterized by temporary loss of placement signal. No repair will be necessary as the issue has a low probability of reoccurrence, lasts only up to 10 minutes. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the transient loss of optical data could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. The aic was removed and replaced with another aic, resulting in a reportedly successful procedure. There was no patient harm reported.